Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203. Analysis: model: 9734261. Analysis finding: axiem emitter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the system had become unresponsive with an axiem. After a few minutes, the system started working again. There was less then an hour delay to the procedure and no impact on the patient¿s outcome. A manufacturer representative followed up with the site and found that the surgeon had accidentally hit the footswitch pausing navigation.